Event description:
It was reported that the hemfsm10 port 2 was giving false low numbers with an sto2 of 48. The troubleshooting done was that the rep changed out the sensors which did not change anything. Then the rep switched the cables to opposite sides and cable 2 was still showing an extremely low value. Then the rep switched out the entire hemfsm10 and the value of 66 was much better. There was no fault or warning. The hemfsm10 was placed in a cerebral position and an adult large sensor was used. This was during use. There is no patient injury. Patient demographics are unavailable.

Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no nonconformances. The UDI was unavailable in the system.

Manufacturer narrative:
After contacting the rep for product return, the rep confirmed that he product would not be returned for evaluation. If the product does arrive, a supplemental report will be submitted with the evaluation findings. H3 other text : product not returned.